Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had multiple alarms and blank display. Customer¿s blood glucose level was 233 mg/dl, 241 mg/dl. The customer was assisted with troubleshooting. Customer states the insulin pump screen keeps going blank and then returning or not turning off. Customer states they run self-test and unable to complete self-test, self-test continued but screen went blank until ending with a constant tone and no visible screen. Customer reports they were able to clear the alarm. Customer able to complete rewind. Customer states they perform self-test and insulin pump passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.